Event description:
Rn was attempting to disconnect the mainline IV tubing from an extension tubing. With minimal force, the mainline tubing pulled apart at the distal hub where it connects to either the extension tubing or IV site.======================manufacturer response for IV tubing, primary symbiq set (per site reporter).======================unknown at this time.